Event description:
Article entitled ¿is the french paradox cementing philosophy superior to the standard cementing? A randomized controlled radiostereometric trial and comparative analysis¿ written by k. Sevaldsen, o. Schnell husby, ø. B. Lian, k. M. Farran, and v. Schnell husby published in the bone and joint journal in 2022 was reviewed. This study compared the migration of a highly polished stem with force-closed design by standard and line-to-line cementing to investigate whether differences in early migration of the stems occur in a clinical study. 39 patients were included within the study analysis. The patients received a standard collarless cemented corail hip stem with standard offset, a 28 mm alumina biolox forte ceramic head (depuy synthes), and a cemented polyethylene marathon acetabular component (depuy synthes). Competitor cement was used. After two years of follow-up, no revision surgery was required in any patient. None of the study participants experienced adverse events, and no postoperative complications were recorded during the study period. Radiographic findings: -implant migration of stem was noted ¿ no treatment. -rll noted within 8 patients ¿ no treatment.

Manufacturer narrative:
Product complaint # ==> (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.